Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) right atrial (ra) and right ventricular (rv) lead exhibited noise. The physician elected to continue monitoring. Subsequently, the patient presented to the emergency room two years later following inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt) that resulted in exhaustion of tachycardia therapy. Review of stored device memory revealed continued noise on the atrial and shock channels, however, all other lead diagnostics were within normal limits. Non-invasive programmed stimulation (nips) was performed and a minimal amount of noise was observed on the rv lead following shock delivery. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician will continue monitoring.